Event description:
Per the clinic, the patient underwent surgery to replace the magnet on (B)(6) 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (strength not reported). Additional information has been requested but has not been made available as of the date of this report.